Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris pump module smartsite infusion set had an issue with component separation. The following information was provided by the initial reporter: "the rn was disconnecting the patient from an ivpb medication. As he was disconnecting the tubing, the male piece of the connector broke."

Event description:
It was reported bd (B)(6) pump module (B)(6) infusion set had an issue with component separation. The following information was provided by the initial reporter: "the rn was disconnecting the patient from an ivpb medication. As he was disconnecting the tubing, the male piece of the connector broke."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: one sample was received and tested by our quality team. The male luer end was noticed to be broken off and the customer's complaint of separation was immediately noticed. The fracture was then analyzed visually under microscope to determine possible root cause. The break seemed to be due to mechanical stress on the male luer that is usually seen when excess force is used to remove from female luer connection. The root cause of this failure is determined to be use error. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported bd alaris pump module smartsite infusion set had an issue with component separation. The following information was provided by the initial reporter: "the rn was disconnecting the patient from an ivpb medication. As he was disconnecting the tubing, the male piece of the connector broke."